Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 172 mg/dl. Troubleshooting was done. Customer's blood glucose was 114 mg/dl at the time of the call. It was mentioned that the customer was in the hospital for the last 5 days and it was not because of the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.